Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sores in front and an open sore under the front te pad that has discharge coming from it, right side underneath electrode has had skin completely removed and is painful. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed gold bond and neosporin for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.